Event description:
It was reported that customer had a broken lcd screen and cracks near battery compartment. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the self test. No missing segments and or partial display noted. The device had minor scratches on lcd window, cracked case at display window corners near battery compartment, and broken belt clip slot. No damage to lcd glass noted.